Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient had not charged the scs system in over three months. The abbott representative met with the patient to troubleshoot and confirmed neither the programmer nor the charger would connect with patient's implantable pulse generator as the battery had depleted. Consequently, the patient's generator was successfully replaced and the issue resolved.